Event description:
A complaint was received from the family member of a glucometer dex 2 user. She stated that she replaced the batteries in the dex 2 system and noticed that some of the display is missing a portion of the segments. A request was made to return the system for evaluation. In the meantime a replacement unit was provided.